Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints search revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Section a3: gender/sex: female. Section d6: if explanted, give date: (B)(6) 2016. Section d7: if explanted, give date: (B)(6) 2017. Additional information received reported the patient is a female, the operated eye was the left, and the implant date was (B)(6) 2016 and the explant date was (B)(6) 2017. There was no incision enlargement, vitrectomy, or use of sutures. The serial number of the replacement lens was provided which indicates the explanted lens was replaced with a model zxt150 17.0 diopter symfony lens. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
H11: corrected data: this report is being submitted as follow-up number two (2) for manufacturer report number 9614546-2017-00112. In review, what should have been follow-up #2 was inadvertently submitted with the number three (3) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 17.5 diopter intraocular lens (iol) was explanted due to patient requiring more astigmatic correction. No further information required.